Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported event of set screw anomaly was confirmed. One receipt the septa for the rv is1 bore were missing and the rv ring set screw was missing. The rv tip set screw hex cavity was stripped and would not tighten to full torque. The connector blocks were normal.

Event description:
It was reported that during a lead revision a set screw anomaly was observed. This device was replaced.